Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device heated up and the console displayed an e6 error code. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear and use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was "overheating". The planned surgical procedure was completed without delay. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.